Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the sensor not providing readings on the non-tandem continuous glucose monitoring system, the customer delivered too much insulin via bolus. Customer's blood glucose (bg) ranged between 50-80 mg/dl. To address bg, the consumed carbohydrates and stopped insulin delivery on the pump. Recommendation was made for customer to discuss event with a healthcare provider.